Event description:
On (B)(6) 2016, I had a tubal done after the birth of my twins via c-section. The method of tubal they used were the filshie clips. Ever since I've had them placed, I have had severe pain in my pelvic area and the doctors, they cannot find anything wrong. I have also had very heavy periods, weight gain, pain during intercourse, and have lost interest in sex.